Manufacturer narrative:
.

Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The contact reported the customer's blood glucose level was impacted, however, the exact value was not provided the customer was hospitalized for diabetic ketoacidosis due to a kinked cannula. Multiple attempts were made to obtain additional information; however, additional information was not provided.